Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 218503483 was returned and analyzed. Visual inspection showed the loop was kinked and electrode # 1 was displaced. The mapping catheter was connected to the diagnostic computer and channel pairs 1-8 and 1-2 displayed noise. In conclusion, the mapping catheter failed the returned product inspection due to a loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.